Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) batteries were depleted, and that the rescue was fully engaged and the iabp was plugged in all night. However, the batteries did not charge, and when the iabp was plugged in to wall power and turned on, it displayed a warning message ¿no back up battery¿. In addition, the light above battery 1 would light up and the battery/ helium gauge light was blinking but did not appear to be charging. It is unknown under which circumstances this event occurred, and no information has been provided regarding patient involvement. However no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and replaced the power management board and both batteries. The fse performed full calibration, functional testing and safety check to factory specifications; unit passed and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) batteries were depleted, and that the rescue was fully engaged and the iabp was plugged in all night. However, the batteries did not charge, and when the iabp was plugged in to wall power and turned on, it displayed a warning message ¿no back up battery¿. In addition, the light above battery 1 would light up and the battery/ helium gauge light was blinking but did not appear to be charging. It is unknown under which circumstances this event occurred, and no information has been provided regarding patient involvement. However no adverse event was reported.

Manufacturer narrative:
Updated fields: (patient & result codes).

Event description:
It was reported that the batteries of the cardiosave intra-aortic balloon pump (iabp) were depleted. The iabp rescue was fully engaged and the unit was plugged in all night. However, the batteries did not charge, and when the iabp was plugged into wall power and turned on, it displayed a warning message ¿no back-up battery¿. In addition, the light above battery 1 would light up and the battery/helium gauge light was blinking but did not appear to be charging. It is unknown under which circumstances this event occurred. However, there was no patient involvement; thus, no adverse event was reported.